Manufacturer narrative:
The investigation found the calibration and qc data provided were acceptable. The alarm trace contained multiple aspiration alarms. The field service engineer found an o ring was missing from the reference electrode. He replaced all electrodes, cleaned the ise unit, and performed calibration and qc which were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with a cobas 8000 cobas ise module. The initial result was 123 mmol/l. The repeated result was 132.8 mmol/l. The questionable result was not reported outside of the laboratory. The repeated result was deemed correct. The electrode lot number and expiration date were requested but not provided.